Manufacturer narrative:
Date of event: no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
The incident was reported to (B)(6) by the user and forwarded to coopervision. No contact information for the user can be provided, no further details of the incident can be obtained. The user reports they experienced a serious bacterial infection of the left (os) eye that caused a corneal ulcer which they believe is related to the use of the contact lens. The user states it took two months to treat the infection and the user if left with corneal scaring and has no vision in the left eye. As of the date of report, the user is waiting for a corneal graft. Should further information become available, the manufacturer will complete additional investigation as appropriate and submit a follow-up report as applicable.